Event description:
Reporter indicated that the patient underwent generator replacement and a mastectomy at the same time. Previously, it was reported that the patient had developed breast cancer was deciding on treatment options. Right sided generator placement was discussed. It is unknown why the generator was replaced or if the physician believes if the breast cancer is related to vns therapy. Attempts to obtain additional information have been unsuccessful to date.